Manufacturer narrative:
Lot review: a review of lot# 3337985 showed (B)(4) units were manufactured, tested, inspected and released october 2016 citing no exception documents. Visual investigation: 8/7/2017 received one (1) unused, in an open package 42646-06, transpac IV monitoring kit, safeset reservoir, 2 blood sampling ports 84" tubing, disposable transducer; lot# 3337985. The as received 42646-06 set was unused and there was no mating device was returned. The unused 426460406 device was visually examined and found no anomalies present. The 17" pressure tubing connection at the 3-way stopcock was also examined under microscope (10x) and found no anomalies present like cracks, deformities or insufficient uv adhesive at the female luer/ pressure tubing bond when examined under a black light. Functional testing: the unused 426460406 device was primed with water at gravity pressure and then leak tested at 9.0 psig for 1 minute. No leaks occurred at the hand tightened connection between the male luer of the 3 way stopcock and female luer of the 17" pressure tubing. Also there was no leakage at the pressure tubing bond of the female luer. Pressure tubing bond was pull tested (specification: bond must withstand 6.0 lbs. Minimum pull): 17.9 lbs. (Tubing broke). Final analysis summary: the reported product problem for separated connection could not be replicated/confirmed with the unused 42646-06 device. The bonded connection did not leak or separate and they met specification. Also the hand tightened connection at the 3 way stopcock did not leak and the luer tapers met the iso standard for luer tapers. ICU medical will monitor and trend.

Event description:
Complaint received regarding one 42646-06, transpac IV monitoring kit. Report states: patient had l. Femoral arterial line that broke off at 3-way stopcock, where the tubing fits into the luer. Pressure bag became ineffective. Clamped off the line and replaced it with a new arterial line with no further issues. No adverse patient consequences reported.